Manufacturer narrative:
A ge service representative performed an on site investigation. The potentiometer was replaced during the service call.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error and would not x-ray. No pt injury was reported.